Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. X-ray review by third hcp states that knee was seen with heterotopic ossification involving the anterior and posterior aspect of the knee joint, likely limiting patient range of motion. The radiologist calls out a screw in the distal femur. However, this object appears to be cannulated and not threaded on the distal end but is threaded on the proximal end which would not be used as a fixation device (like a screw). This object would not be used during a total knee procedure and would be mitigated during surgery or seen on immediate postop films. It is likely this foreign body occurred during a postop aspiration or later procedure. However, with the limited information available, this is inconclusive as to the origin and reason for this object .a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint number cmp-0553748. Concomitant medical products: kne-natural knee ii-bearings-unk; p/n: unk, l/n: unk, kne-natural knee ii-femorals-unk; p/n: unk, l/n: unk, kne-natural knee ii-tibial trays-unk; p/n: unk, l/n: unk, kne-natural knee ii-patellas-unk; p/n: unk, l/n: unk. Customer has not indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04856, 0001822565 - 2019 - 04857, 0001822565 - 2019 - 04858. Product location is unknown.

Event description:
It was reported that the patient underwent an initial knee arthroplasty on an unknown date. Subsequently, the patient was revised due to stiff knee and heterotopic ossification. No additional patient consequences were reported.